Event description:
It was reported that during a lap gastrectomy procedure, it was observed that the staples malformed. Changed to another four to continue the procedure but the same problem happened again. Changed to a new one to complete the procedure. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 1/2/2026 d4: batch #unk. Additional information was requested, and the following was obtained: what was the procedure? Laparoscopic distal gastrectomy. What tissue was being fired upon? Stomach. How many staplers were used during the procedure? 2. How many reloads were used during the procedure? Unknown. How many reloads had malformed staples? 5. Are you using reinforcement or buttress material? Unknown. Any photos that can be shared? No. Please explain how many malformed staples were there? 5. Were the malformed staples on the proximal, distal, or middle of staple line? Unknown. Were the malformed staples on one staple line or more staple line? Unknown. How many firings and reloads selection were used during the case? Unknown. How many devices were used during the case? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a9723m, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. D4: batch #c9ev9k. Corrected data: d4 (UDI, expiration date), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with five reloads present. The ecr60d reload (b) was received partially fired 1/16. The gst60d reloads (c, d, & f) were received unfired. The gst60d reload (e) was received partially fired 1/16. The device was tested for functionality in the straight position with a returned reloads (b, c, d, e, & f) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9ev9k, and no non-conformances were identified.